Event description:
It was reported that during a procedure an impedance test showed an open circuit; there were high-abnormal impedances. The implantable neurostimulator (ins), lead, and extension were then each checked using alligator clips. The ins and lead impedance checks were within normal range. An open circuit was seen on the extension with high impedance values over 40,000 ohms. This was after wiping down the contacts and reconnecting. The extension was thus replaced and the issue resolved. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0tjvy, implanted: (B)(6 )2015, product type: lead. (B)(4). Analysis of the extension, serial #(B)(4), found circuit #0 broken 2.7 centimeters from the proximal end. Circuit #0 was intermittently open when flexing the lead at the proximal end.